Manufacturer narrative:
Additional information received indicated that this device and associated leads were explanted and returned for analysis. No additional information with the returned products was provided. Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received an inappropriate shock for atrial fibrillation (af) with rapid ventricular response. Subsequent shocks were then provided for ventricular fibrillation (vf), which successfully converted the rhythm on the third attempt. It was reported that the patient had a left ventricular assitst device and low level noise was visible on both the right ventricular (rv) and left ventricular (lv) channels. There was also a decrease in pacing impedance measurements on the rv, lv and right atrial (ra) leads, but they were not less than 200 ohms. The physician planned to discuss the issue with the patient's following electrophysiologist. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned proximal portion of the lead was performed. The lead was severed 422 millimeters (mm) from the terminal pin. Visual inspection noted blood/body fluid inside the lumen of the lead. The conductor coils were stretched on the proximal end of the shocking coil.the insulation was also bunched in a few places. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received an inappropriate shock for atrial fibrillation (af) with rapid ventricular response. Subsequent shocks were then provided for ventricular fibrillation (vf), which successfully converted the rhythm on the third attempt. It was reported that the patient had a left ventricular assist device and low level noise was visible on both the right ventricular (rv) and left ventricular (lv) channels. There was also a decrease in pacing impedance measurements on the rv, lv and right atrial (ra) leads, but they were not less than 200 ohms. The physician planned to discuss the issue with the patient's following electrophysiologist. No adverse patient effects were reported. Additional information received indicated that this device and associated leads were explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned proximal portion of the lead was performed. The lead was severed 422 millimeters (mm) from the terminal pin. Visual inspection noted blood/body fluid inside the lumen of the lead. The conductor coils were stretched on the proximal end of the shocking coil. The insulation was also bunched in a few places. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations. This follow-up 001 report was erroneously submitted as follow-up 002. As per request by the FDA on august 2, 2023, follow-up 002 has been resubmitted as follow-up 001 in an effort to release follow-up 002 from hold status.